Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The health professional that reported the complaint is unknown. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."

Event description:
Maude event report indicated that the lap-band "cracked" during implantation procedure. It is not noted if the surgery was completed with a backup device.